Event description:
The customer reported that the vs3 speaker was not working. There was no report of a death or serious injury, nor was there a report of any adverse impact to any user or patient.

Event description:
The customer reported that the vs3 speaker was not working. The device was not being used on a patient at the time of the complaint / event.